Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulty occurred. The lesion was pre-dilated. The physician deployed a taxus express2 2.75 x 16 mm drug eluting stent. While attempting to withdraw the balloon from the stent, the guide was dove down the vessel. The physician attempted to deflate the balloon again, and was then able to remove the balloon. No pt injury or complications were reported.